Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation of the complained cortex screws shows that the thread really does not correspond to the specifications. One cycle during manufacturing process was not carried out as intended. This condition unfortunately was missed at final inspection. Since this is the first reported case concerning the article and lot number in question and we were not able to detect other discrepancies, we consider this complaint to be an isolated event.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the tip of the holding sleeve-long for matrix broke off. While cleaning the instrument set, the cleaning nurse noted that the tip of the holding sleeve was broken off. The cleaning nurse did not see when the tip broke off and was not able to find the broken piece in the washing machine. Reportedly the instrument was used in an operation on (B)(6) 2012 and according to the operating room nurse they did not note if the tip broke off during the procedure. X-ray taken after the procedure did not show any loose metal in the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. Review of synthes device history records for lot # 6624551 revealed the holding sleeve-long for matrix was inspected to the synthes incoming final inspection sheet number on (B)(4) 2011. The product conformed to all requirements. The certificate of compliance is dated (B)(4) 2011.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.